Event description:
It was reported that an ilet user experienced a pairing failure between the dexcom g7 sensor and the ilet, while glucose readings were present in the dexcom app; customer support guided the caregiver to set up a new g7 sensor with a provided pairing code and communicated the warmup period. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included no impact to health status and no need for medical care. Investigation included customer support troubleshooting and user education. Investigation of this case revealed that the issue was isolated to pairing between the g7 and the ilet, with successful sensor setup steps completed and no device injury. It was concluded that the event was a pairing failure resolved through standard troubleshooting and sensor replacement, with no patient harm.